Event description:
Per contact, the dr placed the balloon down an olympus gif140 scope. He felt resistance and had to get the balloon around a little curve. He inflated the balloon with sterile water, dilated the stricture and the procedure was completed. Contact believes the stricture was between the pylorus and jejunum, as the pt had bariatric surgery for the morbidly obese and the intestine may have been pulled into the stomach and stapled. The md noticed bleeding and found a small tear in the pt's jejunum. He sealed it with tisseal and the pt is well.